Event description:
As reported, device not cycling.

Manufacturer narrative:
Evaluation of device revealed heavy use as evidenced by worn quad-rings in vor component causing device to no longer cycle, as well as dark clouding of dome from quad-ring wear. Lack of recommended factory mainenance for this degree of usage contributed as well. Device repair anticipated, awaiting customer approval. Inability of the device to cycle upon receipt will inhibit a complete comprehensive evaluation in that component manipulation is required to allow the device to cycle to take performance data. This necessary manipulation will alter the 'as received' condition of the unit making it impossible to gather accurate individual component data required. Test results and observations summary: massager pad is torn, bellows ripped. Dome shading present. Complaint confirmed-unit would not cycle or ventilate. Lon ratchets show excessive wear, as well as galling on drive spool. Quad rings in vor end bell show excessive wear. Bearing bad. Turbin detent worn flat. Compressions would not begin until 4 1/2 turns of the chest depth needle valve indicating excessive wear of the valve. Vor was physically manipulated in order to take data. Analysis/root cause: excessive wear of numerous componets indicate heavy usage. Lack of customer to provide maintenance properly contributed to device failure. Wear of quad-rings in vor allowed excessive leakage that would no longer allow the vor to cycle properly. Additional wear evidence on cdnv, dome and lon ratchets support heavy usage of the device. Replace vor, lon, massager, dome, bellows, bearing, cdnv, seals and turbin detents.